Event description:
It was reported the bd vacutainer® push button blood collection set experienced missing sleeve cover for non-patient end cannula. The following information was provided by the initial reporter. The customer stated: 3/25/2021 update: "the customer confirmed the issue is the same as pr 2524834 (customer stated they are missing the black male connector that creates the vacuum.)"

Manufacturer narrative:
H6: investigation summary bd received 51 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for missing component with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. It was noted that the customer referenced a ¿black male connector¿ (or an mla) which is not present on the returned units. The returned units have a female threaded connector. Pbbcs units are manufactured with either an mla connector or the female threaded connector, and bill of materials indicates that this part number contains the female threaded connector and not the mla connector. H3 other text : see h10

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced missing sleeve cover for non-patient end cannula. The following information was provided by the initial reporter. The customer stated: on 3/25/2021 update: "the customer confirmed the issue is the same as pr (B)(4) (customer stated they are missing the black male connector that creates the vacuum.)"